Manufacturer narrative:
A review of a film from the procedure shows that the locking cap was not properly seated on the device prior to completing the case. It is likely that the cap was expelled from its not-fully-inserted position when the construct was exposed to stress induced through flexion, extension, or torsion. Device labeling provides a description of proper locking cap insertion, top view and side view images of properly inserted locking caps, and a warning about the need to ensure appropriate locking cap insertion.

Event description:
Pt had received a 2-level lumbar pedicle screw fixation l4-s1 on (B)(6)2010. During a post-op f/u with pt, a locking cap was observed on x-ray to have migrated from the l4 pedicle screw on the pt's right side. Pt was revised on (B)(6)2010. The locking cap was replaced on the screw assembly.